Manufacturer narrative:
D1, d4, g4: product identifiers not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l5/s olif procedure in a patient diagnosed with l5/s vertebral foramen stenosis. It was reported that during the trial insertion, bleeding from the common iliac vein was confirmed, and the procedure was temporarily halted to consult with vascular surgery. Hemostatic agents were applied, and gauze was used for compression hemostasis. Since a lateral pps placement was planned, a posterior pps was inserted during the hemostasis process, and the procedure was resumed one hour later. The bleeding had weakened, and cages were inserted at l5/s and l4/5 (ag), followed by rod placement. (During rod placement, hemostatic agents and compression hemostasis were applied again.) After posterior closure, the vascular surgeon reexamined the surgical field and confirmed that hemostasis was sufficient before anterior closure. The total blood loss for the procedure was approximately 900¿1000ml, which includes a small amount of continuous bleeding from the lateral pps placement. The injury to the common iliac vein was approximately 3mm in size and was reporte dly caused by retraction of the vessel during hammering. Regarding trial and retractor, there seem no malfunction on the products themselves but the user error is suspected. There were no further complications reported regarding the event.